Event description:
It was reported that the device was intermittent uneven brightness during the surgery. No backup device was available. No significant delay or patient injury reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. An analysis of the customer provided images was performed. There were no uneven brightness issues that the ccu would be suspected of causing. The area of shading/darkness observed along the outside edge of the image, along the edge where the scope position indicator is does suggest there is some internal damage to the scope, or possibly some damaged fiber optic strands in the light guide. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.